Event description:
An email was received from our distributor regarding a sonicaid monitor where a baby had died and the end user customer would have a declaration about what can be done or not with that team in regards to a signal loss alarm. More info has been requested, but no info is forthcoming regarding the event at this stage.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer huntleigh healthcare ltd. Diagnostics. (B)(4). Spoken to our distributor ((B)(4)) and gave them some questions to be asked to allow us to investigate further. The team product involved in this incident was manufactured by oxford instruments in (B)(4) in 2001. Oxford instruments were owned by a parent company (B)(4). Huntleigh healthcare (B)(4).